Event description:
It was reported that (1) ems device was used during a laparoscopic hernia repair procedure. It was reported by the rep that the device is jamming and doesn't have as many staples as it should. It is unknown how the case was completed.